Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that he received a recall letter about the insulin pump, and stated that he's been experiencing high and low blood glucose levels. Troubleshooting revealed no damage to the drive support cap. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The insulin pump was programmed correctly. The patient also stated that he was hospitalized last week with a low blood glucose of 23 mg/dl. The patient was just sitting, watching television when he experienced the hypoglycemia. The patient stated that he has been having issues with his blood glucose levels, and would be speaking to his hcp about possibly adjusting the settings on the device. Nothing further was reported.